Event description:
It was reported this pt with tracheomalasia underwent multiple tracheobronchial stent placements. The co was recently informed the pt experienced tracheal pain and coughing in 2001. It was discovered one of the stents had fractured longitudinally. The stent was removed and another stent was placed without incident. No pt sequelae resulted from this event. The device has just been received by this MFR. Upon completion of the engineering eval, a supplement will be sent at that time. Without evaluating the device, co is unable to determine the cause for this event at this time.